Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. The customer stated the insulin pump malfunctioned, causing the hospitalization event. The customer stated their blood glucose was 350 mg/dl earlier in the day. Customer also reported receiving a no delivery alarm. The customer declined to give any further information about the hospitalization at the time of the call. The insulin pump will not be returned for analysis.